Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event history log review additional information - this medical device report (MDR) is being submitted to include the below:h6: investigation results under type of investigation, investigation findings, investigation conclusionsh11: investigation summary:e1: patient city: (B)(6)patient country: canada.(B)(6). Country: united states.complaint investigation results:eqms search: a query was run in theelectronic quality management system (eqms) on 13-jan-2025 against lot number 6003556 and similar malfunction code(s) no malfunction based on complaint information, no malfunction based on complaint information, the review confirmed that lot 6003556 and the identified failure mode are not associated with any nonconforming reports (ncr)s or capas of the same or similar nature.similar complaints search:a query was run in the eqms on 13-jan-2025 against lot number criteria equal 6003556 and similar malfunction codes no malfunction based on complaint information, no malfunction based on complaint information. The count of complaint is 18. See attached document query 1977428conclusion: after review, only complaint 2021007- 1977428 & 1864113 were determined relevant to the reported issue, the other 15 records are not applicable to this investigation.DHR review:the lot 6003556 was manufactured according to the work instructions (wi) 4902100 version 77 and packaged in the machine multivac 12, on 11-oct-2023, with a total of (B)(4) units.the sub-assembly, assembly of quick set of the lot 3j03901 was manufactured according to the wi 4905245 version 26 and manufactured in the line assembly of quick set, on 03/oct/2023, with a total of (B)(4) units.the sub-assembly, assembly of quick set of the lot 3k02020 was manufactured according to the wi 4905245 version 26 and manufactured in the line assembly of quick set, on 11/oct/2023, with a total of (B)(4) units.the sub-assembly, gluing tube of the lot 3j03937 was manufactured according to the wi 4905078 version 39 and manufactured in the machine gluing 04-05-08 on 01/oct/2023, with a total of (B)(4)units.the sub-assembly, gluing tube of the lot 3k00678 was manufactured according to the wi 4905078 version 39 and manufactured in the machine gluing 04-05-08, on 10/oct/2023, with a total of (B)(4) units.the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion:DHR review indicates nonconformance; escalation and corrective actions required per quality procedures.visual evidence review:no photo was provided to support visual confirmation of the reported issue.conclusion:unable to perform visual verification; assessment based on available documentation only. Retain samples testing:retain samples from the relevant lot were requested and tested in accordance with approved procedures:wi- guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection.wi- guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing.wi- guidance for functional testing 2 air leak test for complaints area version 2: all 3 samples tested passed functional testing all test results were within specification as documented in the test report (B)(4).conclusion: testing did not confirm the reported issue; no nonconformance identified.return samples testing:returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return.conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation:based on the above investigation, further investigation was required because the following threshold was met 3 or more complaints exist for the same lot and similar malfunction(s). Statistical analysis result:after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. Form-(B)(4) (lot 6003556) _signed,root cause of problem:this complaint did not require escalation to CAPA; therefore, no further root cause investigation has been completed.corrective action as a result of the investigation:this complaint did not require escalation to CAPA; therefore, no CAPA plan is available.complaint unconfirmed:following investigation, the report failure could not be confirmed for this complaint.based on the available information, this event is deemed to be a serious injury.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.

Event description:
It is reported that patient experienced hyperglycemia with ketoacidosis event on (B)(6) 2024 and was treated with intravenous insulin for condition.